Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after catheter removal and prior to pocket closure, the left ventricular (lv) lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.